Manufacturer narrative:
The coolsculpting user manual, under warnings, states that the use of the coolsculpting device on areas with superficially located nerve branches has not been demonstrated to be safe and effective. Such use may result in injury to the patient. In addition, coolsculpting system use has not been studied in patients with neuropathic disorders like neuralgia and/or neuropathy. A supplemental report will be submitted if and when additional information is obtained.

Event description:
From a social media report, allergan aesthetics received a report of a patient treated with a coolsculpting treatment. From the social meida post: the patient had "¿double sessions on tummy n hips", was very upset the "fat never froze it" and "I am deformed!¿ with no further details available. Based on limited information provided, our medical source has diagnosed deformity/disfigurement of a body part and it would be considered permanent or requiring medical intervention to preclude permanent impairment.